Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead displayed erratic measurements of pacing lead impedance from 1000 ohms ¿ 2000 ohms. High pacing threshold was also noted. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a severed proximal segment of the lead was returned, 450 mm from the terminal pin. Dried blood/body fluid through the lead lumen was noted. Laboratory could not confirmed reported clinical observations as the lead was returned severed with the distal portion missing.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received and indicated that part of this lv was returned for analysis. No additional adverse patient effects were reported.